Event description:
The patient¿s spouse reported that the patient was hospitalized approximately one and a half weeks prior to reporting due to high blood glucose levels over 400 mg/dl. The spouse was unable to recall specific dates or additional details regarding the circumstances of the event. She stated that the pod/system appeared to be functioning properly but noted that the patient had been experiencing more frequent episodes of high blood glucose over the past six months. The patient was hospitalized for two days and received treatment with an insulin drip and fluids. No symptoms were reported by the spouse other than elevated blood glucose. No further information was available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.